Event description:
It was reported that patient received therapy due to noise on the lead. Thresholds were found to be variable. The lead was explanted and replaced. Suspected insulation issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.